Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that headrest mechanism of the mayfield base unit was difficult to lock. This was discovered during an internal in-service. There was no patient involvement, and no surgery delay.

Event description:
N/a.

Manufacturer narrative:
UDI: (B)(4). The reported complaint was confirmed from the evaluation of the returned mayfield ultra base unit. The shock cushion has moved forward in handle and is impeding the handle from closing and holding properly. Evaluation showed that 6in transitional teeth, adjustment wrench threads and shock cushion are worn. The unit needs preventive maintenance, repair, and replacement of worn parts. This device exceeds its expected life of 7 years (lot code: 067: manufactured in 2006). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.